Event description:
It was reported that the patient presented to the hospital with syncope. Aborted therapy and a pacing anomaly were observed. Due to patient weight loss, the lead pulls when the patient stands up. Lead damage is suspected. It is unknown when a revision will be done. The lead remains implanted.

Manufacturer narrative:
Na